Event description:
It was reported that as the surgeon approached the operating table with the torque limiting driver, the handle and torque wrench separated. A set screw cap from a previous surgery fell out onto the sterile drape and then onto the floor. The driver was not used on the patient. Another set was used in the case. No patient complications were reported. No device malfunction occurred.

Manufacturer narrative:
(B)(4): the driver was not returned for evaluation; the hospital confirmed the driver remains in use. The product is sold non-sterile; customer is responsible for sterile processing. This report is being submitted for notification purposes.